Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) on the vision side cart (vsc) on the related record. The fse also noted that he had found and confirmed two bad endoscopes with the site, and they had been taken out of circulation. Isi has not received the endoscope(s) involved with the alleged issue to perform failure analysis. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was analyzed. Artemis logs were able to confirm several 45312 errors and therefore, able to confirm the reported event occurred in the field. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the in-house system where the system functioned as expected. Then the in-house system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors were triggered related to the original complaint. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the endoscope had flipped image. In addition, error 45312 occurred on endoscope controller (ec). The procedure was completed with no reported injury.